Event description:
Provider states the weld on the walking arm assembly has broken and now has a 2-3mm gap. This gap alters the alignment of the caster and the motor/gearbox is relation to the suspension.